Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange procedure, the physician visually confirmed insulation damage of the left ventricular (lv) lead. The lv lead was capped and replaced. The patient was stable.